Event description:
The user facility reported that the video image would transiently freeze for approximately a second during a procedure. The physician elected to complete the procedure with different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the image froze, flickered and distorted when the device was tested for two hours with a light source and a video processor. The image problem was isolated to a charge coupler device failure. The switches were checked and it was found to be working properly. This report is being submitted as an MDR in an abundance of caution.